Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath, and the tavi procedure was completed. Reportedly post procedure; after tightening the sutures and successfully advancing the knots to the vessel wall, hemostasis was not completely achieved as significant oozing (pulsatile blood flow) was observed. The cardiothoracic and vascular surgery (ctvs) team was called to manage closing the access site. A cutdown (nick and spread) was performed. A patch was applied, and hemostasis was achieved. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effect and treatment appear to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.